Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the tubing came out of the adapter while the customer was sleeping. No adverse event reported. A request was made for the return of the device.